Manufacturer narrative:
No further information is available at this time.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was removed from service for unspecified reason. The boston scientific local area sales representative had been inquiring about laser extraction guidelines for this model of lead. There were no reported adverse patient effects associated with this clinical observation.